Event description:
It was reported that the procedure was to treat a chronically totally occluded distal and proximal left anterior descending (lad) artery. A 2.0 x 20 mm mini trek balloon catheter was inflated to 14 atmospheres (atm) used for pre-dilatation. A 2.0 x 28 mm xience xpedition stent delivery system (sds) was advanced to the lesion, but could not cross. The sds was removed and the mini trek was again inflated to 14 atm for additional pre-dilatation. The sds was again advanced and was successfully implanted in the distal lad. A 2.0 x 8 mm xience xpedition was advanced distal to the previous stent but could not cross. The sds was removed and a whisper wire was advanced as a buddy wire to the non-abbott guide wire that was being used and again the same sds was advanced, but still could not cross. A 2.0 x 12 mm nc trek was inflated to 16 atm to pre-dilate the lesion and the same xience xpedition sds was successfully implanted. The patient returned to the cath lab the next day with acute thrombosis in the distal stents starting at the distal stent overlap. The vessel was recanalized. Intravascular ultrasound (ivus) showed several areas within the stents were underexpanded. Post-dilatation was performed with a 2.25 mm and a 2.5 mm balloon and follow-up ivus showed full expansion of the two stents. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect thrombosis is listed in the xience xpedition, everolimus eluting coronary stent systems ce instructions for use, as known patient effects of coronary stenting procedures. Based on the reviewed information, no product deficiency was identified. The xience xpedition referenced is being filed under a separate manufacturing report number.